Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication by modi et al., bioglue was used in an aortic dissection repair operation. The patient later developed ostial left coronary stenosis which the author attributes to bioglue.

Manufacturer narrative:
According to the article published by modi, et al, bioglue was used to repair the aortic root in a (B)(6) male presenting with a type a aortic dissection. The patient initially did well after surgery; however, three months later he developed unstable angina. Coronary angiography revealed severe stenosis of the left coronary ostium. A CT scan showed increased attenuation around the lumen of the left main coronary artery suggestive of fibrosis. The patient underwent a revascularization procedure without complications. The authors comment that when bioglue is applied, it would track, directed by gravity, toward the left coronary ostium. The current bioglue IFU contains sufficient warnings that bioglue should not be used in a manner that would obstruct circulating blood flow after application. There is also warning against allograft bioglue to enter the circulation. The instructions for use in an aortic dissection address protecting the cups of the aortic valve; however, there is no specific language regarding the coronary arteries. If the aortic dissection extends into the coronary arteries, it is possible that bioglue could enter the false lumen within the coronary and potentially lead to luminal compromise. The publication has been reviewed by (B)(6). All three physicians have concurred that the reported complication is not likely related to the use of bioglue. It is possible that the observed complication was the result of damage to the coronary arteries caused by ostial cannulation. Additionally, the presence of coronary cannulae would ensure that the coronary arteries were dilated and that the layers of any dissection in the coronary arteries were approximated during application. Therefore, it is unlikely that bioglue caused stenosis by tracking between dissected layers to an unintended site or by causing external compression of the coronary arteries. It is also possible, depending on the severity of dissection, that a different procedure may have been more appropriate for this particular patient and scenario. Without additional information, no further conclusions can be drawn. Professor (B)(6) a physician not employed by cryolife expressed that he did not believe that the stenosis reported in this journal was caused by bioglue. He stated that he had intended on writing a letter to the editor. However, the letter was received too late for publication. With the available information no definitive conclusions regarding the cause of the reported event could be determined.